Event description:
The technician alleged the foot brake caster was not holding. No pt impact.

Manufacturer narrative:
The technician found the foot brake caster pad was missing. The technician replaced the foot brake caster to resolve the issue.